Event description:
Per the clinic, the patient developed an infection (site of infection not confirmed) and an extrusion of the device. Subsequently, the device was explanted on (B)(6) 2025. There are no plan to reimplant the patient with a new devic as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.